Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting knife was not come out from the tube. The tip of the cutting knife was melted and burned. The cutting knife was partially missing. As a measurement result of the outer diameter of the cutting knife, there was no abnormality. The manufacturing record was reviewed and found no irregularities. Omsc presumes that the cutting knife could not come out from the tube since it broke and might have fallen off. Based on the past similar cases, omsc assumes the breakage of the cutting knife occurred that the cutting knife became extremely hot due to the electric discharge caused by the following factors during the tissue cutting. *the electrosurgical unit was used in the coagulation mode. *the high-frequency output was set too high. *the activation time was too long. *the user didn't keep moving the cutting knife. *the contact length between the cutting knife and the tissue was too short. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an endoscopic sphincterotomy (est), the subject device was used. The cutting knife was not come out from the tube. The intended procedure was completed with another device. There was no patient injury reported. It was reported that the tip might have fallen inside the patient. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation, the cutting knife was partially missing.